Event description:
It was reported the patient¿s lead had high impedance. X-ray showed possible fracture. Surgical intervention will be undertaken later to address the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model;3186, UDI: (B)(4), serial: (B)(4), batch: a000114662. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.